Event description:
It was reported that the implantable cardioverter defibrillator exhibited far r oversensing that led to inappropriate automatic mode switches. Programming changes were made. There were no patient consequences.